Event description:
When images are transferred to pinnacle using dicom, the dicom software reorients the images to present them head first for planning, regardless of whether the pt was scanned in a head first or feet first orientation.